Event description:
It was reported that the user experienced a low blood glucose event while using an ilet system with an fsl3+ cgm, with the lowest cgm value of 54 mg/dl, a contemporaneous fingerstick of 72 mg/dl, and subsequent recovery to 98 mg/dl after eating a protein bar; the user had also administered external rapid-acting insulin for perceived hyperglycemia without disconnecting the pump and later chose to disconnect and silence the pump to sleep, and the user did not announce a recent high-carbohydrate meal. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect procedure, including failure to follow instructions; no device component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.